Event description:
Caller reported a malfunction on pump, with malfunction code identified as malf 16, which was not resettable. There was no adverse impact to customer's blood glucose level. Technical support confirmed customer's pump was part of a field correction and has arranged to replace pump, providing necessary instructions for storage and return. Caller did not receive field correction notice due to a non-emailable email issue, which technical support attempted to resolve. Caller will receive a replacement pump with updated software and has been instructed to return problematic pump within 10 days to avoid charges, and to input pump settings into replacement. There is no backup therapy available, and caller will contact healthcare provider for assistance.